Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd smartsite¿ needle-free connector it was occluded. The following was received by the initial reporter: smartsite bi extension was used on the patient ant patient was on 2 IV fluids. But only one fluid was passing through the smartsite but both were not going together.

Manufacturer narrative:
Pr (B)(4)- follow up MDR for device evaluation. No samples were received for investigation of pr (B)(4), in which the customer has stated ¿smartsite bi extension was used on the patient ant patient was on 2 IV fluids. But only one fluid was passing through the smartsite but both were not going together¿. The product in use at the time is reported to be a 20019e7d product from lot 20125634. The customer reported that they used the smartsite connector with a polyfusion vented set manufactured by polymed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 20125634 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d extension set in the past 12 months.

Event description:
No additional information.